Event description:
Journal article received: what's new in orthopaedic trauma, journal of bone and joint surgery, series a. 2009 aug 01; 91(8):2055-2066. Authors: andrew h. Schmidt, md; a. Alex jahangir, md. The article summarizes advances in orthopaedic traumatology by reviewing articles from the past year. A review of articles on proximal humeral fractures noted a retrospective series noted the technical difficulties and complications in association with angular stable (locking) plates. The patients in this series had 95 percent fracture union, half the patients had a good or excellent result, 33 percent had failure of reduction and fixation and 21 percent developed humeral head osteonecrosis. Most of the complications occurred in patients older than 65 years with type-c fractures. It is unknown if these are synthes devices. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.